Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01058.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using indigo system aspiration catheter 6s (cat6s). During the procedure, the physician felt resistance while advancing the first cat6 through the check-flow valve of a non-penumbra sheath and, consequently, the distal end of the cat6 kinked; therefore, the cat6 was removed. While advancing the second cat6, the same issue occurred and cat6 and the sheath were removed. The procedure was then completed using a larger sheath and a new cat6. There was no report of an adverse effect to the patient.